Event description:
It was reported that this patient received an inappropriate shock due to over-sensed far-field atrial noise. Shock therapy was temporarily disabled. It was stated the patient has a history of over-sensed noise resulting in inappropriate shock therapy with their previous implanted device. Boston scientific technical services (ts) was contacted and it was recommended to assess the amplitude of the over-sensed noisy signals to adjust the programmed sensitivity value. The amplitude was measured and the device sensitivity was subsequently reprogrammed with therapy on to resolve the event. The device remains implanted and no additional adverse patient effects were reported.